Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had lasted less then four years and was prematurely at elective replacement indicator. The device was explanted and replaced. It was also reported that the left ventricular lead had unacceptable thresholds. The lead remains in use. No patient complications have been reported as a result of this event.